Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead was not detecting p-waves in either unipolar or bipolar modes but caller could not confirm that p-waves were present. Pacing thresholds were low and impedances were stable. Lead is still in use. There were no patient complications reported as a result of this event.